Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patients effect of angina, ischemia, and thrombosis, as listed in the japan xience prime everolimus eluting coronary stent system instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2012, the patient underwent a percutaneous coronary intervention, during which a 3.0x33 mm xience prime stent was deployed in the left main trunk to the proximal left anterior descending artery (lad). Post-dilatation was performed and stent apposition was confirmed. The procedure was considered successful. On (B)(6) 2013, the patient was experiencing chest pain and saw the doctor. Angiography revealed thrombosis observed mainly in the proximal left circumflex artery, and slow blood flow was observed in the first diagonal of lad. Guide wires were engaged in lad and left circumflex (lcx) and a non-abbott balloon was advanced through the deployed xience prime stent struts toward the first diagonal and the stent struts were opened, restoring blood flow in the first diagonal. Thrombosis in the proximal lcx was suctioned and ballooning was performed. A kissing balloon technique was performed in the lad and lcx and an intra-aortic balloon pump was placed to complete the procedure. Of note, the patient, without consultation with the physician, has suspended taking aspirin and clopidogrel. This could be the possible cause of the thrombosis. The patient remains in the hospital in stable condition. No additional information was provided.